Manufacturer narrative:
Manufacturing review: a manufacturing review cannot be performed as the batch / lot number were not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one ti lp port groshong catheter was received and evaluated. Gross visual observation, microscopic visual observation, tactile evaluation and functional testing were performed. A complete circumferential break was noted. Multiple puncture access to the port septum, slight bunching of the tubing, a distinctive curve with worn depth markings, a partial circumferential crack and a partial circumferential crease. Worn depth markings and longitudinal splits observed on the tubing. Further examination showed the complete break ends of the tubing segments did not match up but both ends to exhibit a flattened elliptical profile. There was necking from increased elasticity in the crack and crease sites locations and leaking was observed at the crack site. This investigation confirms the alleged catheter breakage issue. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported that during saline flush through a port device, the patient allegedly experienced pain and swelling of the left neck. It was further reported that CT examination demonstrated port catheter break. Additionally, x-ray demonstrated that a catheter segment migrated to the left pulmonary artery. Reportedly, the port body and catheter were both removed. The patient status is unknown post removal.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during saline flush through a port device, the patient allegedly experienced pain and swelling of the left neck. It was further reported that CT examination demonstrated port catheter break with migration of the catheter segment to the left pulmonary artery. Reportedly, the port body and catheter were both removed. The patient status is unknown post removal.

Event description:
It was reported that during saline flush through a port device, the patient allegedly experienced pain and swelling of the left neck. It was further reported that CT examination demonstrated port catheter break. Reportedly, the port body and catheter were both removed. It was further reported that an x-ray demonstrated that a catheter segment migrated to the left pulmonary artery. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review cannot be performed as the batch / lot number were not provided. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one ti lp port groshong catheter was received and evaluated. Gross visual observation, microscopic visual observation, tactile evaluation and functional testing were performed. A complete circumferential break was noted. Multiple puncture access to the port septum, slight bunching of the tubing, a distinctive curve with worn depth markings, a partial circumferential crack and a partial circumferential crease. Worn depth markings and longitudinal splits observed on the tubing. Further examination showed the complete break ends of the tubing segments did not match up but both ends to exhibit a flattened elliptical profile. There was necking from increased elasticity in the crack and crease sites locations and leaking was observed at the crack site. This investigation confirms the alleged catheter breakage issue. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.